Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389s-40, lot# va07rnb, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot#: va07rnb, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported an electrode was found broken and the patient had a received a new device replacement. It was unknown what troubleshooting had been performed and the cause of the event was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
It is noted the implant date on an applicable device component was updated: ID 3389s-40, lot# va07rnb, implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a representative reported the cause of the broken electrode was unknown. The patient was receiving more than 50% symptom reduction following replacement.

Manufacturer narrative:
Analysis of lead (lot # va07rnb) revealed all conductors were broken in the body of the lead. The conductor wires were in coiled form, indicating the conductors broke before the wire stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va07rnb, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the lead was explanted on august 14, 2017. No further complications were reported/anticipated.